Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site after the implant procedure. The bsn sales representative believed that the infection was not device related. The physician was not sure of the symptoms. The patient underwent an explant procedure.